Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72). During the procedure, the red72 fractured during removal after the first pass. No additional information was provided. The procedure was completed using a new catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following section was inadvertently missed and on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section h box 10. Related report numbers.